Manufacturer narrative:
Philips service replaced fuse (1amp, 250v) and requested ups verification. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that equipment does not start due to ups damage and burnt fuses on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.